Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a thorcic aortic ulcer. It was reported that during the index procedure when positioning and preparing for deployment of the stent graft at the level of the lsa, rotation of the delivery system slider failed to deploy the stent graft. The outer sheath of the delivery system did not engage with the stent graft slider, and an abnormal noise was noted from the stent graft slider. The physician replaced the stent graft with a non-medtronic stent graft (lifetech) and the procedure was completed successfully. Per the physician the cause of the event was due to a stent delivery system failure. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Film analysis conclusion the reported deployment difficulty could not be confirmed based on the brief procedural angiogram provided; therefore, the cause of the event could not be determined. Additional or longer procedural angiographic recordings demonstrating the reported deployment issue were not available for review. Product video analysis a 13-second video clip was also received for analysis. The video shows a section of proximal end of a valiant captivia delivery system, placed on the floor and held in gloved hands. As the physician attempts to rotate the external slider, a squeaking sound is heard, but the external slider does not retract or move. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed that no modifications were carried out on the stent prior to use. The device was inspected prior to insertion and no issues were identified and the instructions for use were followed. No bailout techniques were performed. It was noted that the bare stent was released during the deployment attempt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.